Manufacturer narrative:
The reported event of no pacing and failure to interrogate was confirmed. The device was received from the field unable to establish telemetry. Analysis revealed device battery voltage was at end of life. Further analysis performed using a power supply showed no anomalies and normal device characteristics. Longevity assessment was performed, and the implant does not meet total projected longevity and is considered premature battery depletion. The cause of premature battery depletion could not be determined.

Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2023.

Event description:
During an in clinic follow up, the device was unable to be interrogated. Additionally, a magnet was placed over the device and a loss of pacing was observed. The device was explanted and replaced to resolve the event. The patient was stable.